Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to attach the connector because the screwed connector had been installed onto the tubing in the reverse orientation, and no device alerts or alarms occurred; troubleshooting and education were provided during the call, which resolved the issue. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no hospitalization. Customer care provided technical support review and user education. Investigation of this case revealed incorrect assembly of the connector-to-tubing interface consistent with use error, with the connector component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.